Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. Device analysis results: visual analysis of the returned device identified black particles and deformation. A weight test was performed and the device was found to be within specification. The device was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings observed in the device. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.